Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unsure if their device worked. The device remains in use. The clinic additionally disclosed that the patient complained of phrenic nerve stimulation. Testing and reprogramming was performed. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.